Manufacturer narrative:
On 29-oct-2021, mentor received additional information about the event: an updated event date of (B)(6) 2014 was reported. The patient underwent a primary breast augmentation procedure with the suspect medical devices. The patient is scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: dissatisfaction with shape of breasts, discomfort in breasts. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2024, mentor received additional information about the event: the patient was diagnosed with bilateral baker grade IV capsular contracture. It was previously reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2021. New information received states that explantation never took place and the device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor memoryshape breast implant 315cc gel breast prosthesis (left device) and a mentor memoryshape breast implant 355cc gel breast prosthesis (right device) is dissatisfied with the shape of her breasts. It was reported that the shape is not good and that there are bubbles. Additionally, the patient is feeling a high amount of discomfort in her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.